Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a sensor anomaly. Customer stated the electrode was missing from their sensor. The customer's blood glucose was 7.4 mmol/l. The sensor will be replaced. No additional information provided.

Manufacturer narrative:
One opened/used enlite sensor was inspected and sensor cannula was retracted inside the sensor base, unable to confirm if customer received sensor in said conditions as it was returned opened/used.